Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional. There is no indication of a device malfunction.

Event description:
A us distributor reported that a patient passed away while reportedly not wearing the lifevest due to a skin irritation. The patient reported that the electrode belt had released gel and had left him with a red, blistered burn near the front therapy electrode. The patient reported that he had removed the lifevest due to the burn. During a follow-up call, the patient reported that his skin was unchanged. During a subsequent follow-up call, it was reported that the patient had passed away. The patient was not wearing the lifevest at the time of his passing due to the alleged burn. No other details surrounding the event are known. The electrode belt was returned for evaluation. The therapy electrodes were found to be deployed. Download data confirms the patient did not receive a treatment event. After receiving the siren alarm, the patient pressed the response buttons to abort the treatment sequence. At this time, there is no indication of a device malfunction.